Event description:
Customer reported that the insulin pump has alarmed motor error. The blood glucose readings have been in the 400s all day. The current blood glucose reading is 123 mg/dl. Customer is pregnant and went to hospital for contractions and high blood glucose. The blood glucose reading at the time of the event was 423 mg/dl. Customer was dehydrated. Hospital treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.